Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 (217 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial inspection of the returned blood pump indicates a defective membrane. A detailed investigation report will be provided as soon as available.

Event description:
Berlin heart inc. Was contacted by the clinic to report a suspected membrane defect in the left excor blood pump of a patient supported in the lvad configuration. The clinic provided berlin heart inc. With video material of the blood pump at the time of the incident. Upon evaluation of the video material, berlin heart recommended an exchange of the affected blood pump. The blood pump was exchanged by trained professionals at the clinic. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
During initial visual inspection of the returned blood pump no defects could be found. During the test for functional performance no contact between the blood membrane and the pump housing could be detected clearly, due to the transparency of the medium used. The pump was then disassembled for further testing and the membrane layers were individually tested. In the middle layer, a leakage could be detected along the rolling radius of the stabilization ring. The blood-side layer and the air-side layer were found to be intact. The thickness of all three membrane layers was re-measured at the defined points. The thickness of the individual layers at all defined points was found to be within specification. In the area around the leakage the thickness profile of the middle layer was found not to be homogenous, at the time of the re-measurement. The cause of the leakage in the middle layer was an inhomogeneity in the membrane thickness of this layer. If the thickness distribution across a single membrane layer is not homogeneous, then there is the possibility that during pump function,the stresses in the material at the points of lower membrane thickness are higher than in the other areas of the membrane. In this case, this could lead to leakage of the membrane at these locations. A defect in the middle layer can affect the pumping behavior and movement of the membrane, giving the impression of membrane contact with the housing during end systole. It could not be determined in the analysis if actual contact with the pump housing had taken place during pumping performance at the clinic